Manufacturer narrative:
A4: unka5: unka6: unkh6 - work order search: no similar complaint was reported for units within the same lot.claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, within the same surgery due to the lens tore/broke during injection/delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.